Manufacturer narrative:
Additional information was added to h3, h6, h11. H11: the device was received for evaluation. A functional accuracy test was performed, and the flow rate of the device was found to be within specification. A service history review was performed and revealed that the device has no previous service events within the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) had an unspecified flow rate inaccuracy. This issue was further described as, ¿does not infuse according to the manufacturer¿s recommendations¿. There was no patient involvement. No additional information is available.